Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40 mg/dl to "high"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address low bg and delivered a correction bolus to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.